Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Evaluation: investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one opened overwrap packet with a needle/suture combination of product code 1696 were received for evaluation. During visual inspection of the sample was observed, that the suture material is in the seal area of the overwrap packet resulting in narrow seal margin, however, the sterile barrier was not compromised. The suture in the seal defect has been correlated to the manufacturing process. According to the procedures is a class 2 defect. Suture extends into seal and resulting seal margin is greater than 3/32". As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. Based on the information currently available, the suture in the seal was identified during the investigation of the sample received. This product issue will be addressed through quality system.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2021 and suture was used. It was reported that a pack was opened, and the suture was found unwound. Upon evaluation of the returned device, the suture material is in the seal area of the overwrap packet resulting in narrow seal margin, however, the sterile barrier was not compromised. No further information was provided.